Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024, due to wound healing issue. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).